Manufacturer narrative:
K160229 - 510k#. Device evaluation: 1 unit opened and 5 units closed/sealed of lot c1715130 of echo-hd-22-ebus-o-c were returned in their original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 22 july 2020. The needle was found to be broken distally on the device which was returned not in sealed packaging. The distal end of the needle on the 5 devices which were returned in sealed packaging were checked and no issues observed. Clarification was requested as follows; ¿a distal needle break was observed with the device returned prior to use as per photos below. No issues were observed with the 5 unused devices which were returned also. It has been indicated in the complaint description that the event occurred during device preparation. Can you please elaborate more on this and if possible explain how the needle break occurred during this device preparation? Also, can you please answer the following questions? Was the device damaged in packaging before removal? Was the device damaged on removal from packaging?¿ reply was received as follows; ¿I clarified with the staff using the device, the incident occurred during the procedure while prepping the device. The package did not appear to be damaged nor was it damaged while removing the device¿ document review including IFU review prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1715130 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1715130. The instructions for use, ifu0109-6 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-6). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling. It is possible that the needle was damaged on removal from packaging or during the device preparation potentially causing the distal needle tip breakage. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, there was no patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a final report. The investigation was completed on 22-sept-2020 and results and conclusions are outlined in section h of this report. As initially reported to customer relations via phone discussion with the district manager: prior to the procedure the staff was prepping the device and the needle fell off. Another device of the same lot# was opened and the same occurred- the needle fell off. No further needles were used as the physician did not trust the device and requested to have the remaining stock returned. 1. Did any unintended section of the device remain inside the patient¿s body? N/a - no patient contact if yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? Na- no patient contact. If yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? N/a- no patient contact. If yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? N/a- no patient contact. 6. Has the complainant reported that the product caused or contributed to the adverse effects? N/a- no patient contact. Please specify adverse effects and provide details.

Manufacturer narrative:
PMA/510k#: k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations via phone discussion with the district manager: prior to the procedure the staff was prepping the device and the needle fell off. Another device of the same lot# was opened and the same occurred- the needle fell off. No further needles were used as the physician did not trust the device and requested to have the remaining stock returned.